Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported image issue was not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, although insufficient angulation was identified, the reported image issue was not confirmed. However, it was determined that the adhesion of foreign material to the electrical contacts of the scope connector or something similar likely caused the temporary contact failure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ ¿warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.¿ ¿3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal.¿ ¿5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.' If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.' Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.'" This supplemental report includes a correction to b3 and g2 from the initial medwatch. An update has been made to b5, d9, and h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that image issue was observed after a diagnostic bronchoscopy procedure. The procedure was completed using the device with no patient impact.

Event description:
It was reported that the picture froze constantly on the bronchovideoscope. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.